Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of a type a chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system. A gore® dryseal flex introducer sheath was used for access. The sheath was inserted from left femoral artery. A resistance was reportedly felt while advancing through a site of circumferential calcification of the left external iliac artery. A vessel injury in the left external iliac artery was observed on the access confirmation angiography. Two stent grafts were placed to treat the vessel injury. The patient tolerated the procedure.

Manufacturer narrative:
Code e2402 appropriate term / code not available was used to capture an unspecified vessel injury. The device was discarded at the treating facility and was therefore not available for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met all specifications and procedures. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ it should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.